Event description:
It was reported while testing for sars-cov-2 potential false positive results were obtained. Testing was repeated with bd max and results were negative. There was no report of patient impact. This event occurred 2 times. (B)(4). (5 of 5 complaints) the following information was provided by the initial reporter, translated from french to english: weak positive result on one target only. Late CT but sometimes around 30, regular curve. These results are not repeatable on bd max.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 (ref 44500301) lot 1068067 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 indicated that lot 1068067 was manufactured according to specifications and met performance requirements. Customer reported suspected positive results for one target (n1 or n2) when using the bd sars-cov-2 reagents for bd max¿ system kit lot 1068067 which were not reproduced when retested. Customer provided only a pdf document containing the report of runs (B)(6) from ct1891 for the investigation. Since only a pdf document was received, the analysis was very limited. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 instruction for use. The document contained a total of 79 patient samples tested, with 8 samples showing a positive result for either the n1 or n2 target. However, in the complaint text, 7 samples are mentioned, but only with their position in the instrument, no run was specified. It was thus not possible to identify the suspected false positive samples mentioned in the complaint text in the pdf document provided. With only a pdf document available, it was not possible to isolate all the suspected false positive to perform thorough manual pcr curves adjudication and assess the shape of every amplification curve. However, some curves were visible and for those, manual pcr curve adjudication revealed late and low, but true, n1/n2 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. No repeat test was found for these samples. Based on the data and information provided bd was unable to confirm the exact cause of the customer¿s positive results and there is no indication of a reagents issue. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 lot 1068067. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 potential false positive results were obtained. Testing was repeated with bd max and results were negative. There was no report of patient impact. This event occurred 2 times. Eua #: (B)(4). (5 of 5 complaints). The following information was provided by the initial reporter, translated from (B)(6) to english: weak positive result on one target only. Late CT but sometimes around 30, regular curve. These results are not repeatable on bd max.